Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant the rv lead was implanted successfully. Then the right atrial (ra) lead was placed into the heart but dislodged. The lead was attempted to be reapportioned, but the helix would not extend. A new ra lead was then used (7741/ 867430). Prior to the second lead being placed into the heart the patient was in respiratory distress and uncomfortable. The second ra lead was attempted to be positioned, but then the right ventricular (rv) lead dislodged (7742/ 813790). The rv lead was attempted to be repositioned resulting in the dislodgement of the second ra lead. It was noted that the rv lead helix did not extend. At this point the patient was in significant respiratory distress due to the prolonged procedure, thus the procedure had to be abandoned and the leads were never implanted. The leads will be returned. No additional adverse patient effects were reported.